Event description:
Boston scientific received information that on right atrial lead revision, this right ventricular (rv) lead was damaged during the case and the distal 5cm or so was cut off. The remaining lead was capped and left in situ. The right atrial (rv) lead was no longer in service. No adverse patient effects noted.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory and found to be severed. The allegation was confirmed, the lead was severed and only the proximal segment was returned. No further analysis was performed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.